Event description:
The physician was complaining they could not see through the scope clearly. Mid way through the procedure the decision was made to complete the case with urology equipment. The pt sustained a small perforation to the uterus wall.